Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The manufacturer found an increased airstream temperature (high temperature alarm) that appears to have been caused by the ambient conditions in which the device was operating.